Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("when the insertion instrument was removed the green part broke and became a coil"), complication of device insertion ("a long coil came out, a spring is hanging outside the instrument") and device deployment issue ("essure does not work (instrument did not retract back in as it should)") in a (B)(6) year-old female patient who had essure (batch no. He012ep) inserted. Other product or product use issues identified: device physical property issue "a long coil came out, a spring is hanging outside the instrument" on (B)(6) 2017 and device difficult to use "difficult to insert" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: they have kept essure but washed it in the dishwasher. The instrument has been washed and the original package is kept. Bilateral placement was successful. No patient injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-dec-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 2.079 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("when the insertion instrument was removed the green part broke and became a coil"), complication of device insertion ("a long coil came out, a spring is hanging outside the instrument") and device deployment issue ("essure does not work (instrument did not retract back in as it should)") in a (B)(6) year-old female patient who had essure (batch no. He012ep) inserted. Other product or product use issues identified: device physical property issue "a long coil came out, a spring is hanging outside the instrument" on (B)(6) 2017 and device difficult to use "difficult to insert" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: they have kept essure but washed it in the dishwasher. The instrument has been washed and the original package is kept. Bilateral placement was successful. No patient injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2017: device breakage questionnaire received - patient's initial, age, weight, height added. Green release catheter broke during insertion. Essure was not removed. Device available to return. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("when the insertion instrument was removed the green part broke and became a coil"), complication of device insertion ("a long coil came out, a spring is hanging outside the instrument") and device deployment issue ("essure does not work (instrument did not retract back in as it should)") in a female patient who had essure (batch no. He012ep) inserted. Other product or product use issues identified: device physical property issue "a long coil came out, a spring is hanging outside the instrument" and device difficult to use "difficult to insert". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage. On an unknown date, the patient experienced complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: they have kept essure but washed it in the dishwasher. The instrument has been washed and the original package is kept. Bilateral placement was successful. No patient injury. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-sep-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.728 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("when the insertion instrument was removed the green part broke and became a coil"), complication of device insertion ("a long coil came out, a spring is hanging outside the instrument") and device deployment issue ("essure does not work (instrument did not retract back in as it should)") in a female patient who had essure (batch no. He012ep) inserted. Other product or product use issues identified: device physical property issue "a long coil came out, a spring is hanging outside the instrument" and device difficult to use "difficult to insert". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage. On an unknown date, the patient experienced complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: they have kept essure but washed it in the dishwasher. The instrument has been washed and the original package is kept. Bilateral placement was successful. No patient injury. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.690 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-aug-2017: lot number (he012ep), essure insertion date ((B)(6) 2017) and the event when the insertion instrument was removed the green part broke and became a coil was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device physical property issue ("a long coil came out, a spring is hanging outside the instrument"), complication of device insertion ("a long coil came out, a spring is hanging outside the instrument"), device deployment issue ("essure does not work (instrument did not retract back in as it should)") and device difficult to use ("difficult to insert") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device physical property issue, complication of device insertion, device deployment issue and device difficult to use. At the time of the report, the device physical property issue, complication of device insertion, device deployment issue and device difficult to use outcome was unknown. The reporter considered complication of device insertion, device deployment issue, device difficult to use and device physical property issue to be related to essure. The reporter commented: they have kept essure but washed it in the dishwasher. The instrument has been washed and the original package is kept. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jun-2017 for the following meddra preferred term: device physical property issue- analysis in the global safety database revealed 79 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt company causality company: other reportable incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device physical property issue ("a long coil came out, a spring is hanging outside the instrument"), complication of device insertion ("a long coil came out, a spring is hanging outside the instrument"), device deployment issue ("essure does not work (instrument did not retract back in as it should)") and device difficult to use ("difficult to insert") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device physical property issue, complication of device insertion, device deployment issue and device difficult to use. At the time of the report, the device physical property issue, complication of device insertion, device deployment issue and device difficult to use outcome was unknown. The reporter considered complication of device insertion, device deployment issue, device difficult to use and device physical property issue to be related to essure. The reporter commented: they have kept essure but washed it in the dishwasher. The instrument has been washed and the original package is kept. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred term: device physical property issue. The analysis in the global safety database revealed 78 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 10-jul-2017: quality-safety evaluation of ptc. Other reportable incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.